Manufacturer narrative:
Correction g2: report source updated. Correction h10: medsun report number added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a dlp flexible arch arterial cannula, it was reported that the device was leaking once the cannula was placed for bypass. The white luer cap was replaced to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that the cannula was not heated or cooled prior to use. Patient blood loss was minimal, ap proximately 2ml. An unplanned blood transfusion was not required. Medtronic received additional information that the leak did not occur in the cannula itself. It occurred in the white luer cap. As a result, the whole cannula was not replaced but just the cap. Therefore, the insertion site was not changed.